Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon and guidewire lumen. The tear is 2mm from the tip and is approximately 2mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A percutaneous transluminal angioplasty (pta) was performed and used 3mm x 40mm x 145cm coyote es balloon catheter for dilatation. However, during procedure at nominal pressure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the 60% stenosed target lesion was located in the non-tortuous and moderately calcified vessel below the knee. The balloon ruptured on the first inflation at 14 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. A percutaneous transluminal angioplasty (pta) was performed and used 3mm x 40mm x 145cm coyote es balloon catheter for dilatation. However, during procedure at nominal pressure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A percutaneous transluminal angioplasty (pta) was performed and used 3mm x 40mm x 145cm coyote es balloon catheter for dilatation. However, during procedure at nominal pressure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the 60% stenosed target lesion was located in the non-tortuous and moderately calcified vessel below the knee. The balloon ruptured on the first inflation at 14 atmospheres for 30 seconds.